Event description:
Medtronic received information that blank display, battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version: 4.11e. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No blank display noted during testing. The following were noted during visual inspection: cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, missing battery cap contact, moisture damage in battery tube, and broken belt clip rails.